Event description:
It was reported that the cartridge was damaged at the vial adapter interrupting insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to address the issue.